Manufacturer narrative:
H3 - other: device has not been returned for investigation; the hospital discarded the product. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No trend of confirmed complaints in relation with this issue was identified. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was transferred to the department of intensive care medicine from the neurosurgery department on february 20, 2024. This was due to "sudden onset of slurred speech accompanied by weakness of the right side of the limbs for 1 hour". At the time of transfer, the patient was in a coma, with shortness of breath, and was assisted with respiration by orotracheal intubation. The patient was not able to be taken off the machine due to the long duration of the intubation on march 1, 2024, for ventilator-assisted respiration at tracheotomy. On march 13, 2024, the ventilator was found to continuously report warning: hypoventilation. The facility immediately checked the tube and found that the tracheal cannula balloon was leaking; affecting the patient's normal ventilation. The device was immediately replaced. The patient's condition were closely observed for changes.